Manufacturer narrative:
Literature article: platelet count as a predictor of thrombotic events following left atrial appendage occlusion: the proof is in the platelet? Summarized patient outcomes/complications of platelet count as a predictor of thrombotic events following left atrial appendage occlusion were reported in a research article in a subject population with multiple co-morbidities including increased risk for thrombotic and bleeding events with a cha2ds2-vasc score of 4.3±1.5 and a has-bled score of 3.3±1.1.. Some of the complications reported were stroke, transient ischemic attack, systemic embolism, device-related thrombus, bleeding, intracranial hemorrhage these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, ¿platelet count as a predictor of thrombotic events following left atrial appendage occlusion: the proof is in the platelet?¿, was reviewed. The article presented a multi-center retrospective study on hemostatic biomarkers (i.e. Platelet count (plc), mean platelet volume (mpv), and fibrinogen) as a potential added value in predicting what events patients are prone to develop thrombotic and bleeding events and aid in personalizing antithrombotic treatment strategy following left atrial appendage occlusion (laao). Devices included were watchman 2.5/flx, amplatzer cardiac plug/amulet, 4% other unknown device. The article concluded plc may be of added value in thrombotic risk stratification following laao. Validation of this biomarker by prospective studies and within multivariate prediction models is warranted. [(B)(6)]. The time study of this was unknown. A total of 1315 patients were included in this study. The average age was 74 years and the average gender was male. Comorbidities included were increased risk for thrombotic and bleeding events with a cha2ds2-vasc score of 4.3±1.5 and a has-bled score of 3.3±1.1.